Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer experienced a signal loss alarm issue with the freestyle libre 2 sensor. Due to the loss of signal, the high/low glucose alarm failed to trigger and the customer experienced convulsions. The customer had contact with a healthcare professional and received unspecified treatment. No additional information was provided. There was no report of death or permanent injury associated with this event.